Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department has requested pt med records and treatment data info regarding the reported dialyzer reaction. None have been received to date. The complainant was unable to provide the device for evaluation and plant investigation is in process. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A report was received from a dir of education through the compliance action line. According to this dir of education, the pt, (B)(4) presented to dialysis in his usual state of health. He had been dialyzing for approximately one year with the optiflux 200 nre dialyzer without problems. Approximately four minutes into treatment on (B)(6) 2014, he became "severely hypotensive", pulse increased, and he complained of itching. Benadryl was administered. The pt then experienced "grand mal seizure" and was sent to the hosp emergently. The pt was admitted and was "on a respirator" for several days. He received "steroids" during the hospitalization. He has since been discharged to home and is dialyzing in the chronic unit on a "xenium" dialyzer. The dialyzer has been discarded. No lot number is known.